Manufacturer narrative:
The handpiece was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the device began overheating during a cast removal. The procedure was completed with the same device. There were no adverse consequences reported as a result of this event.